Manufacturer narrative:
(B)(4).

Event description:
The consumer reported burning at the implantable neurostimulator (ins) site. Information was not received regarding patient, therapy, healthcare professional (hcp), details of the event, patient symptoms, and troubleshooting and results. Follow up is being conducted to receive that information.

Manufacturer narrative:
(B)(4).

Event description:
Addition information received from the consumer via the manufacturer's representative (rep) reported the patient's battery site was burning after his replacement surgery. Impedances were checked and all but one electrode checked out. The rep reprogrammed around the electrode and the patient's burning sensation subsided. It was noted the patient's burning sensation had subsided even before the reprogramming. If additional information is received, a follow-up report will be sent.